Manufacturer narrative:
Implant date: (B)(6) 2018.

Event description:
It was reported the patient experienced stroke symptoms and thrombus was noted. In (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman closure device was successfully implanted. In (B)(6) 2018, the patient had a 45 day follow up appointment and the device was in good working order with no thrombus or leaks. Warfarin was discontinued at that time. Recently, the patient presented to a neighboring hospital with stroke symptoms. It was noted that there was a large thrombus on the face of the closure device. It was further reported that the device was implanted on (B)(6) 2018 and the 45 day follow up was on (B)(6) 2018. The patient had a bout of diverticulitis and a bout of encephalopathy in (B)(6) 2018 at (B)(6) hospital in (B)(6). The patient presented to (B)(6) hospital in (B)(6) on (B)(6) 2018 with pneumonia and was transferred to (B)(6) hospital in (B)(6) on (B)(6) 2018. The patient had a late acute infarct in his brain and an infarct in his spleen. A tee was performed and thrombus was noted on the closure device on (B)(6) 2018. It was noted as a possible clot or infectious clot. The patient had their spleen removed on (B)(6). A tee was performed on (B)(6) 2018 which noted the clot was still present. Another tee was performed on october 15 and the clot remained. That same day, the closure device was removed because they thought the clot could be a source of infection. The laa was surgically ligated. The patient remains hospitalized with a chest tube. He had bleeding complications and an elevated white blood cell count, which has since gone down. Residual side effects include confusion and weakness.

Manufacturer narrative:
Implant date: (B)(6) 2018.

Event description:
It was reported the patient experienced stroke symptoms and thrombus was noted. In (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman closure device was successfully implanted. In (B)(6) 2018, the patient had a 45 day follow up appointment and the device was in good working order with no thrombus or leaks. Warfarin was discontinued at that time. Recently, the patient presented to a neighboring hospital with stroke symptoms. It was noted that there was a large thrombus on the face of the closure device.